Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd 309628 syringe 1ml ll luer was cracked / damaged / deformed. Verbatim: rcc received a complaint via email. On 13nov2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ leaker syringe w/ hub on 13nov2025, the office staff reported the following: "we had a malfunction with the syringe. When we went to prime the needle, the medication came out of the luer lock."